Event description:
It was reported that pump displayed malfunction alert malf 0 with associated fault ID and that issue recurred even after pump was reset. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, then arranged for replacement pump, planned to use multiple daily injections as backup insulin therapy, and was instructed to place pump into storage mode, reprogram settings and reconnect continuous glucose monitor on replacement device, and return malfunctioning pump using provided pre-paid label.